Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported stent fracture. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a popliteal artery that was heavily calcified. The armada pta catheter was inflated and deflated. Under angiography, it was observed that the balloon did deflate and re-wrap. Upon removal there was no resistance felt, however when the entire catheter was removed, there was no balloon. The sheath was removed from the anatomy and the balloon was caught on the distal end of the sheath, however, during the removal, the balloon came off the distal end of the sheath still partially in the anatomy. Pressure was applied and the entire balloon was removed with nothing remaining in the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.